Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a scanner was failed to scan. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: h4 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner had issues. A technical support specialist mentioned that the customer was not ready to process the case and wanted to close the ticked. The case was closed by the technical support specialist. The customer further stated that they had just changed the company and that may be why there was a credit hold issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a scanner was failed to scan. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.